Event description:
A customer reported obtaining higher readings from the adc freestyle libre sensor that were lower than readings obtained from a capillary test. On (B)(6) 2019, a sensor scan of 350 mg/dl was received compared to a reading of 41 mg/dl received from the built in meter. The customer attempted to self-treat but experienced a loss of consciousness. The customer¿s wife treated him with sugar and then he was taken to the emergency room by the fire department. At the hospital, an unspecified laboratory result was obtained, and the customer was diagnosed with hypoglycemia and treat with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. An extended investigation has also been performed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. In addition, the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported obtaining higher readings from the adc freestyle libre sensor that were lower than readings obtained from a capillary test. On (B)(6) 2019, a sensor scan of 350 mg/dl was received compared to a reading of 41 mg/dl received from the built in meter. The customer attempted to self treat but experienced a loss of consciousness. The customer¿s wife treated him with sugar and then he was taken to the emergency room by the fire department. At the hospital, an unspecified laboratory result was obtained, and the customer was diagnosed with hypoglycemia and treat with sugar. There was no report of death or permanent injury associated with this event.